Manufacturer narrative:
Insulin pump received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with cracked battery tube threads and cracked case at battery tube side. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was not turned on. Customer noticed a little bit of water on the screen and on the battery compartment. The insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.